Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for the foreign objects on the nozzle, for the burned distal end cover, it is likely the following led to the malfunction: it is possible that a high-energy treatment device was used without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: gif/cf/pcf-290 series operation manual [chapter 4 operation_4.3 using endotherapy accessories]. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects on nozzle and distal end cover burned. There was no patient involvement.